Event description:
Caller indicated the relion prime meter was giving high readings. Contacted (B)(6) interpreter for assistance. Customer¿s daughter called to report her father¿s readings were too high on his prime meter when doing a blood test. She stated he has gone to the emergency room three times due to the readings on his meter. He does not have any control solution and she doesn¿t know if he had any medication, food or beverages two hours prior to testing. She stated they did not go to ER to check the meter but they went based on the readings. Caller doesn¿t have the meter with her to provide her father¿s readings. After arriving to the hospital, they checked the patient¿s blood glucose levels and they were normal. Patient was released with no treatment. Verified customer stores his items in the kitchen. He seals the bottle cap tightly immediately after removing a test strip. He changes his lancets with every test and washes his hands with soap and water. He also uses alcohol and he allows his hands to dry thoroughly. It is unknown to the caller when her father¿s strips were opened. I explained proper technique and storage. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. The same lot of test strips involved in the incident were tested recently and performed to specification. Customer did not return product.